Event description:
An elevated sodium result was obtained on an arterial blood sample from a premature infant. The results were reported to the physician who questioned the result. A serum sample was obtained which gave higher results by alternate methodology. A third sample was obtained which gave similar results to the original sample on both the original analyzer and alternate methodology.

Manufacturer narrative:
Customer evaluating 3 levels of controls and will provide data log files for review. There was no impact to patient care as a result of this event.